Event description:
This complaint was received as follows: complaint description: "air leakage was found during inflation test for a new package".

Manufacturer narrative:
Based on available information, medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. Although there is a potential for a serious injury, the likelihood of such an occurrence is low because these devices undergo rigorous testing and are only used in highly monitored and highly specialized settings. A leaking cuff would likely trigger alarms to alert care-givers and in most cases all that is required is a simple re-inflation by the bedside. However, in some cases of a rapid leak, the patient may require a complete re-intubation. This procedure, if carried out in expert, experienced hands, has a low incidence of serious complications. An analysis on the returned sample provided was tested and did not meet the requirement. There is a small hole at the end of the inflation line that leads to leakage at tip. Related personnel will be informed and appropriate corrective action (tw 272413) will be taken to prevent future recurrence of similar type of defect. Reported to the FDA on (B)(4) 2013.